Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch on.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2009 and that it had performed to specification up to the (B)(6) 2013. On (B)(6) 2013 the device was upgraded to software version 3.2.0 and a further pad-pak was installed. No further data was recorded up to (B)(6) 2016 which would indicate the device had been stored without a pad-pak installed. A pad-pak was installed on the (B)(6) 2016 with the device passing an auto self-test. The device then passed all self-tests up to the last log entry on (B)(6) 2016. Investigation found the device performed to specification throughout the history log and during testing at heartsine. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.